Event description:
Libre3 cgm sensor frequently alarmed that blood glucose were at life-threatening readings of 50 or less. This occurred over the period of 4 days. Finger stick readings were over 50-100 points higher. Reported to manufacturer and applied new sensor. After 6 days, the game errors occurred again. Replaced this sensor and applied third sensor and again this error occurred. This error never happened with libre2 sensors. Was force to upgrade to libre3 as libre2 is being phased out. The libre3 sensors were not of the same lot number and were obtained at different times from the pharmacy. Switched to the libre3+ sensors on (B)(6) 2025. Previously used libre2 with no issues. I have used 4 sensors all developed the same issue. After working properly for 5-7 days they would start alarming for low readings. They produced several critical alarms (for blood glucose readings under 50) but when I used finger stick testing, my blood sugars were double what the sensor was reading. This was especially frequent during the night. Showing life threatening low readings that did not correlate to finger stock testing at all. The latest one did not even accurately report the trending of my blood sugar readings. In other words, my blood sugar would be rising, and the sensor would show it was falling. After trying 4 sensors, each with different lot numbers, I find this product useless, and actually dangerous. If my blood sugar goes very low during the night I might not awaken as the alarms have been going off on erroneous readings so often. Ref reports: mw5172446, mw5172447, mw5172448.